Event description:
The customer reported that a plastic piece fell into the open incision. It was retrieved with no issues to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the incident electrode confirmed the reported failure. Visual inspection noted blood along the length of the electrode and indentations in the electrode insulation. Eschar had accumulated inside the insulator and the electrode was slightly bent. The opaque ptfe insulator had disengaged. The blue heat shrink insulation is designed to hold the ptfe in place. Inspection found the blue insulation had expanded at the opening and it did not provide any force to hold the ptfe insulator securely. The e1455 instructions for use cautions not to exceed maximum power limits. Exceeding the power limits may result in product damage or patient injury. Always use the lowest power setting that achieves the desired surgical effect. The IFU also states cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.